Manufacturer narrative:
The information that provided about hospitalization with the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer reported via phone call that customer was hospitalized for an infection at site a couple of years ago, with unknown date and with unknown blood glucose level. Customer stated they were at the beach and later insulin pump had insulin pump error. Customer stated insulin pump was not exposed to a high magnetic field. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose on unknown date with blood glucose of unknown. Customer stated insulin pump had insulin pump error. Customer stated insulin pump was not exposed to a high magnetic field. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book) and unable to download due to moisture damage on the electronic assembly. Unable to verify pump error 35 alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to critical pump error (open book). Device received with cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads.